Manufacturer narrative:
Photographs were submitted for analysis. Review of the photos showed blood visible out of the instrument chamber. Spots of blood are visible on the outside of the photoplate. There is no apparent leak or defect in the photoplate weld or in the tubing bonds to the ports. There is blood visible on top of the clear tubing guide indicating the leak site is at this guiding feature or just above on the clear tubing. The root cause of the leak within the photoplate chamber could not be determined from the photos. No trends were detected for photoactivation module leak and a review of the device history record did not identify any related nonconformances. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).

Manufacturer narrative:
This system was used for treatment. A review of kit lot d109 was performed. There were no non-conformances related to this complaint. This lot met release requirements. The uvadex lot number was not provided, since uvadex was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for photoactivation module leak and alarm #44: prime 11. No trend was detected for photoactivation module leak or alarm #44: prime 11. No corrective and preventive action was initiated for complaint categories photoactivation module leak or alarm #44: prime 11. Evaluation of the returned photos is still in progress at the time of the report. A supplemental report will be filed when this analysis is complete. (B)(4).

Event description:
Customer reported that an alarm was received and that during buffy coat elutriation a blood leak was observed along the photoactivation chamber door. The operator stopped the treatment and aborted the process. The patient was reported to be in stable condition. The patient underwent treatment with a new kit on the same day. Photographs have been submitted for investigation.